Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient without any problem and a balloon pinhole was noted. No patient complications were reported and the patient status was good.